Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764r, ubd: unknown, UDI#: unknown. H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A110201 applies to when it powered on, the screen was not booting up at all. A0902 applies to main cart was showing a black screen with white text. A1102 applies to system displays a pulseaudio error more often than not. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system had boot up issues and when it powered on, the screen was not booting up at all. The main cart was showing a black screen with white text and it was sitting on the screen for over 20 minutes. Eventually, it goes to the software. There was no patient involvement reported. Additional information was received. It was reported that a clinical consultant (cc) called in for additional troubleshooting. The cc booted up the system and received the grand unified bootloader (grub) menu as well. Technical support (ts) recommended doing a hard shutdown, and unplugging the navigation system from wall power for 5 minutes. The system was plugged in, the power button was held down for a few seconds, and the system booted up as designed. The cc rebooted the system three times, and each time the system successfully booted up. Ts and cc agreed to monitor the system for the next few days. The next steps would be reseating the solid-state drive (ssd). Additional information was received. It was reported that an healthcare provider (hcp) had called to report that the system displays a pulseaudio error more often than not. They had to reboot the system three times before they were able to get it to boot into the software. This is an issue with the computer and will need to be replaced.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the computer and the ssd (solid state drive) were replaced, and the system then performed as intended. Codes b01, c02 and d02 are applicable to this evaluation. H3: analysis was performed for product 9735764r, lot number 2111f00377. It was reported the computer passed all aspects of burn-in testing except for the 3.5mm sound jacks. When os ssd was inserted, the boot-up produced a pulse audio error as well as a watchdog bug soft lock up error. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A manufacturer representative (rep) called afterhours to troubleshoot. They replaced the computer and ssd, and ensured everything was updated. The issue was resolved.